Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material on jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was and the root cause of the foreign material remaining in the subject device could not be determined. Due to the leak caused by the deformation of switch1 and the leak caused by the cutting of switch3, it is probable that proper reprocessing was not possible, and the foreign matter could not be removed. Due to deformation of switch1 and due to a cut on switch3, water tightness was lost. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.